Manufacturer narrative:
Device evaluation summary belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, pulse wire in the cable connecting the front therapy electrode (te) and ECG electrode a was intermittent. The root cause of the intermittent wire is excessive force placed on the trunk cable. The intermittent wire cannot be ruled out as a potential contributing cause of the constant gong alarms. No adverse event resulted from the intermittent wires.

Event description:
A us distributor contacted zoll to report that a patient was experiencing constant gong alarms.